Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was in the hospital for a surgery, the nurses noted that the patient's heart rate was measured at 40 beats per minute, and below the programmed rate. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #geo event description: it was reported that although ipg was programmed doo 75bpm the nurses reported 40 bpm in ICU monitor during the night and doctor reprogrammed the ipg in the morning. The system remains in use. No patient complications have been reported as a result of this event. Preliminary geo assessment: review of std (04 mar 2019) revealed: - sleep on at 1500 msec (= 40 bpm) normal behavior preliminary geo conclusion: pli10: device - suboptimal programming clinically acceptable product analysis (B)(4), model#: en1dr01 serial/lot#: (B)(4) methodology and techniques: the actual product was not returned for evaluation. Analysis of clinical data was performed. Summary of analysis performed: during analysis, the following tests were performed: save to disk analysis. Results of analysis: it is not possible to determine if the product meets specifications based on clinical data. Performance data collected from the device was received and analyzed. Product disposition: the product was not returned. Analysis information -- 2019-03-29 16:43:15 cst pli# 10 product ID# en1dr01 the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was in the hospital for a surgery, the nurses noted that the patient's heart rate was measured at 40 beats per minute, and below the programmed rate. The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.